Event description:
Multiple reports of sureswabs easily breaking in multiple places other than the score line, in the past they were difficult to break at the score line, now they are breaking throughout the stick.

Event description:
Multiple reports of sureswabs easily breaking in multiple places other than the score line, in the past they were difficult to break at the score line, now they are breaking throughout the stick.

Event description:
Multiple reports of sureswabs easily breaking in multiple places other than the score line, in the past they were difficult to break at the score line, now they are breaking throughout the stick.

Event description:
Multiple reports of sureswabs easily breaking in multiple places other than the score line, in the past they were difficult to break at the score line, now they are breaking throughout the stick.